Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a stroke procedure, the subject guidewire tip was fractured while it was being pulled back into the catheter. The operator saw this happening on the fluoroscopic imaging and applied suction to the microcatheter as the microcatheter was pulled back into the guiding catheter preventing the fractured wire tip from being lost in the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that approximately 6cm of the distal tip of the subject guidewire fractured as the wire was being pulled back into the catheter. Suction was applied to the microcatheter as the microcatheter was pulled back into the guiding catheter preventing the fractured wire tip from being lost in the patient. Up until the tip fractured there were no issues or difficulties noted when using the guidewire. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to as reported 'guidewire distal tip broken/fractured during use'.

Event description:
It was reported that during a stroke procedure, the subject guidewire tip was fractured while it was being pulled back into the catheter. The operator saw this happening on the fluoroscopic imaging and applied suction to the microcatheter as the microcatheter was pulled back into the guiding catheter preventing the fractured wire tip from being lost in the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.